Manufacturer narrative:
Device was used for treatment, not diagnosis. Wierer, m. (2011). Bent intra-medullary tibia nail after renewed trauma case description and literature overview, emergency surgery department, klinikum der ludwig. This report is for an unknown expert tibia nail /quantity of 1/unknown lot. (Other number) UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: wierer, m. (2011). Bent intra-medullary tibia nail after renewed trauma case description and literature overview, emergency surgery department, klinikum der ludwig. This is a case study of a male patient who was treated with an expert tibia nail a for a right lower leg fracture in a motorcycle accident, at age (B)(6). Five months after the surgery, at (B)(6), the patient was in another accident, after which it was determined that the nail was bent, that there was a delayed union at the fracture site, a refracture, malposition with the dorsolateral valgus. A revision was required. This is report 1 of 1 for (B)(4). This report is for an unknown expert tibial nail.